Manufacturer narrative:
(B)(4).

Event description:
The patient's wife reported that the trial was beautiful and perfect. Within 36 hours, it was like the patient was in his 50s again: no pain, pills, or walker use. The patient experienced stimulation in undesired location. Stimulation was not being felt on the right side and stimulation was not helping to relieve pain. This occurs daily. Stimulation change was not related to positional movement. There were no falls or trauma related to this issue. The patient has checked their device with the patient programmer (pp). The patient has been working with their health care provider (hcp) and company representative (rep). The week after implant, the patient came in to be reprogrammed due to the reported issues. The rep told the patient and hcp that either the leads were not in the right place or the lead may have been pulled (migrated). The hcp wanted the patient to wait until the end of (B)(6) and they will re-evaluate at that time. The reporter left a message for the rep because they see no need to wait until the end of the month. At the last programming, the rep programmed both leads together; stimulation coverage was better but not great. It worked for a while but it was no longer working to help the patient's pain at all. The reporter has increased stimulation with no resolve and cannot increase anymore as stimulation was uncomfortable. Symptoms reported were: stimulation being felt more on the left and not on the right, pain level was a 7 or 8 on the pain scale with stimulation on, increasing stimulation makes the patient uncomfortable and does not relieve pain. This was a sudden change, starting on (B)(6) 2015. The rep reported a week later that the patient was seen on (B)(6) 2015 and was feeling stimulation on the left and right side following a reprogramming. The patient stated the stimulation was not enough in his back like the trial on (B)(6) 2016. The patient was scheduled on (B)(6) 2016 to be seen again but cancelled that appointment, so will be seen on (B)(6) 2016. The indication for use included spinal pain and post lumbar laminectomy syndrome. Additional information has been requested to find out the cause, if any intervention was required, and the outcome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). Additional review determined that the lead was the issue and not the implantable neurostimulator which was previously reported in manufacturing report #3004209178-2016-00872.

Event description:
Additional information received from the manufacturer's representative (rep) reported it was determined the lead migrated and a lead revision was going to take place.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had major back surgery; the patient had two fusions and a spinal scrape of the stenosis is his spine. The consumer initially said that the surgeries were not related to the device/therapy but then stated that the surgery was to help the spinal cord stimulation (scs) device perform better. The patient had not been using the scs device because it had not been doing the job they hoped it would do. It was noted that the managing physician had been aware of the issues with therapy and that was the reason the hcp sent the patient to a neurosurgeon to have the two fusions and a spinal scrape performed. The patient was currently working with the hcp on the reported issues. The patient only had the scs device for a year and the reported issues had been going on for quite some time as of (B)(6) 2016. During the call with the manufacturer on (B)(6) 2016, the screen indicating that the patient¿s implantable neurostimulator (ins) charge level was low was seen. It was noted that it would be difficult to try to recharger because the patient had a stroke and was in the intensive care unit. The stroke was unrelated to the scs device/therapy. The consumer was to do what she could. Refer to manufacturer report # 2649622-2016-02671 for the report of this event involving the patient¿s other lead (serial # (B)(4)). Refer to manufacturer report # 3004209178-2016-25573 for the report of this event involving the patient¿s ins (serial # (B)(4)).